Event description:
It was reported that patient (pt) had cardiac arrest outside hospital & after about 15 minutes CPR with 4 defibrillations, pt received normal sinus rhythm. Pt was transported to cath lab & percutaneous coronary intervention (pci) was performed. After pci, pt blood pressure was about 90 mmhg systolic & therefore, intra-aortic balloon pump (iabp) therapy was needed. Iab catheter fiberoptix sensor (fos) was calibrated okay. Fos status shows ok & light bulb turned green on display on iabp console. Catheter was inserted via a sheath into pt. When the nurse pressed on button on display, to start pumping, pump didn't start & a message was printed out. Pt had an arterial pressure signal to trigger on, but didn't start pumping. Pump was therefore, exchanged to another pump & pump started pumping. After cath lab, pt was transported to thoracic intensive care unit for hypothermic treatment

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.